Event description:
A customer contacted beckman coulter (bec) regarding false low sodium (na), potassium (k) and calcium (ca) results generated by their unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were not reported out of the laboratory. After the instrument was serviced, the samples were rerun and the higher results were obtained. The number of affected samples is unknown. The customer only provided 3 verbal examples (shown in the attachment)

Manufacturer narrative:
Per customer, qc was within the lab's established ranges, but on the low side. A service visit was set up. A field service engineer (fse) went on-site and replaced the na measuring and reference electrodes (the reference for na, k, cl and ca) which resolved the issue. The cause of the issue may be attributed to the na measuring and/or reference electrode.